Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was to get MRI information. The caller indicated that the patient had leads removed but the ins was left implanted. The patient claimed that the leads went into their head and they was having issues with the leads or therapy so they were explanted. The issues started and the leads were explanted 10 years ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss (technical services) reviewed MRI information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010 brand name ; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.